Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and found that the ipg was in hibernation, however, it was charged in one cycle. A review of the patients data indicated that the device has been working normally and the battery depletion rate was within the expected range. It passed the functional test. However, the quiescent current (125 microampere) is higher than the limit of 50 microampere. With all the available information, boston scientific concludes that the reported event of inadequate stimulation and frequent ipg charging was confirmed. A labeling review found that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. The device was implanted in 2015.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.